Event description:
It was reported that the gastrointestinal videoscope displayed a stuttering image. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the damage found on the zoom of the charged coupled device led to the zoom not working properly and thus, the image was stuttering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.